Manufacturer narrative:
The biomedical engineer reported that the input unit ((B)(4)) for a bsm-6300a ( mu-631ra) will not display spo2 waveforms and numerics during patient monitoring. No error message and alarms were reported. There was no harm to the patient reported. The device was returned by the customer and was received on 09/19/2018. The investigation is currently pending. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the input unit ((B)(4)) for a bsm-6300a ( mu-631ra) will not display spo2 waveforms and numerics during patient monitoring. No error message and alarms were reported.

Manufacturer narrative:
H10: additional narrative: the customer reported that their unit ay-631p-qm; sn:(B)(6) will not display spo2 waveforms or numerics. Service requested: the unit was sent in for evaluation/repair. Service provided: the unit was ay-653p/sn-(B)(6) /300137955 was cleaned and evaluated. The reported problem "the spo2 waveforms or numerics" . The unit was confirmed, and our evaluation. Replaced mp unit power bd into the unit to resolve the issue(not warranty)was damaged. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation result: the unit was not reading spo2 waveforms or numerics. The unit was returned, and evaluation confirmed the reported issue. The cause of the issue was due to failure of the mp unit power board unit for ay-671. The issue was resolved by replacing the malfunctioning part. A review of service history found no other complaint associated with this device. The ay-631p-qm unit is used with bsm 6000 and the bsm 6000 service manual provides troubleshooting for the spo2 error messages and advises customer on proper action to take. No similar issues were reported. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, refurbishing, or other suspected defects (see attached). The root cause of the issue could not be determined. The device was returned to customer on 12/10/2018 and no complaint subsequent to the return of the defective device has been reported. Corrected information: g4. Date received by manufacturer: should be 09/04/2018 not 09/26/2018 as listed on MDR initial report. Additional information: b4. Date of this report; d4. Unique identifier (UDI) #; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information, correction, device evaluation; h3. Device evaluated by manufacturer?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the input unit (ay-633p-qm) for a bsm-6300a ( mu-631ra) will not display spo2 waveforms and numerics during patient monitoring. No error message and alarms were reported.